Event description:
The manufacturer became aware of an allegation of simplygo system-international alleging death. There was no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information ca be requested at this time. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.